Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient underwent a pocket revision after they noticed a painful lump around their battery site. The patient had fallen multiple times over the past year with their most recent being one month prior. They noted an increase in leaking and frequency. Impedances were checked and were normal. The patient was reprogrammed and the patient felt stimulation in their anus and buttock area appropriately. The patient tried reprogramming first, but it was unsuccessful. There were no known device issues. There were no additional patient complications.